Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with insulin pump and manual injections. Customer's blood glucose level at the time was 205 mg/dl. Customer was experiencing high blood glucose for three days. Customer stated blood glucose was only coming down by injections. Customer was experiencing high blood glucose symptoms like nausea, body pain and skin sensitivity to the touch. Customer was using insulin pump within 48 hours of high blood glucose incident. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.